Manufacturer narrative:
The condition of failure code 810:11 was confirmed but not duplicated, and was found to be due to an out of calibration air-in-line system. The air-in-line printed circuit board was re-calibrated and verified to correct the reported condition. Should additional information become available, a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The device has not been previously sent into service for the reported condition of "fc 810:11".(B)(4).

Event description:
The facility representative reported a colleague infusion pump with a channel a failure code 810:11. It is unknown when this event occurred. There was no report of patient involvement, injury or medical intervention necessary. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software version 5.04.00 categorized as unremediated. During review of the event history by baxter it was determined that the reported condition occurred during delivery causing an interruption of delivery.